Manufacturer narrative:
Findings: motor error alarmed during rewind due to corroded on motor home switch. No moisture damage found on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 231 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.